Event description:
During a vt ablation perclose device was being pre-deployed for later closure. Perclose device unable to be removed from the right groin arterial site. Unplanned transfer to operating room for perclose removal and right femoral artery repair. FDA safety report ID# (B)(4).